Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990, batch 11333363 was received for investigation. Visual inspection and functional testing identified that the upper jaw of the returned ar-12990 had broken off prior to receipt for investigation. No fragments were returned. Surface damage was present along the handle assembly, superior to the finger. The observed condition is consistent with user-applied mechanical forces to the distal tip during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during meniscus repair surgery the clamp broke off. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.